Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for bladder control therapy reported he could only get his patient programmer on programs 1 and 2. The unit had never worked right and did not work according to the instructions. No potential event cause, symptoms, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that at times he could not turn the device on, then he would go back later and he could turn it on. The patient could switch the device to one and it would switch back by itself. The device unit was on but it would not switch. This device unit had never worked right. The patient had been saying from day one, and nothing had been done about it.